Event description:
The patient reported that their implantable neurostimulator (ins) moves around in the pocket since they were implanted. It was also noted that it was painful where the ins scar was since implant, it had never healed. Some liquid drained out of the scar on (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.